Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4+ functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a steerable guide catheter (sgc) would not click into the stabilizer smoothly. It was noted that the physician required increased force to insert sgc into the stabilizer. The procedure was completed successfully. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. After removal of sgc with stabilizer from the patient, it was tested and noted that it required more force to remove it. After few attempts, it was normal to insert and remove. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.